Event description:
As reported by our edwards affiliates in the united kingdom, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve, a balloon burst occurred during inflation of the commander delivery system balloon. The valve was fully deployed, and the balloon was retrieved successfully without impact to the patient or the final valve outcome. The volume used was nominal, alignment was performed in a straight section of the anatomy, and no procedural difficulties were reported. The suspected cause of the balloon burst was the presence of calcium.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event of a balloon burst was empirically confirmed based on provided information. Available information suggests that patient factors (calcification) likely contributed to the event as provided information indicated presence of calcium in the landing area. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.